Event description:
It was reported that the insulin pump alarmed no delivery and motor error during bolus. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer declined any further troubleshooting. Customer's blood glucose reading at the time of the call was 53 mg/dl and has treated with food. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.